Event description:
The clinic reported a leak from the machine. Gambro technical services (gts) found that balance chamber valve vb4 was cracked and leaking, corroding the valve solenoid. No pt involvement was reported.